Event description:
It was reported that during a prolassectomy (longo) procedure, the device did not staple properly as the staples remained in the device. Had to reform a purse-string suture. The site used another device to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.